Event description:
A woman who underwent a posterior intravaginal sling plus a rectocele repair using gynemesh polypropylene mesh. This was performed for chronic constipation. She subsequently developed vaginal pain and new onset dyspareunia. Examination revealed marked vaginal tenderness especially over the left ischial spine. There was no evidence of mesh erosion or obvious vaginal stenosis. Mesh removal was performed in 03/2006 and both the apical as well as rectovaginal mesh were removed with great difficulty. There was noted to be extensive fibrosis throughout. The pt has subsequently, now 20 months later, done well with resolution of her vaginal pain and dyspareunia. Vaginal exam is now negative for any areas of tenderness. However, she has had some issues with burning pain involving her right hip and leg with a negative neurological work-up. Dates of use: 2004 - 2006. Diagnosis or reason for use: rectocele. Constipation. Event abated after use stopped or dose reduced: no.